Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of the screw has separated from the shaft of the screw. This was observed during the follow-up monitoring. The patient underwent multiple spinal surgery's over the years, including septic complications. The exact timing of the event in which the screw head became detached cannot currently determined. The patient underwent multiple revision surgeries that required an extension of the instrumentation, independently of the detachment of the screw head. The patient required a revision and replacement of the screw.